Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb and display adapter pcb assemblies were evaluated and replaced. The hard disk drive was also evaluate and system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was overlaid with multiple lines effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.